Manufacturer narrative:
Device lot number corrected from 1709924 to 17099248. Device evaluated by MFR: a charger balloon dilation catheter was received for analysis. A visual examination found that the balloon material was ruptured longitudinally for 180mm with a complete circumferential burst 8mm proximal to the tip. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 7.0 x200, 135cm charger balloon catheter was selected. The balloon was inflated using an encore inflation device; however, during the first inflation it was noted that the balloon ruptured at 12 atmospheres.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. A 7.0 x200, 135cm charger¿ balloon catheter was selected. The balloon was inflated using an encore inflation device; however, during the first inflation it was noted that the balloon ruptured at 12 atmospheres.